Manufacturer narrative:
Reporter country type should be "other (see below)"; reporter country should be (B)(6).

Event description:
New information on (B)(6) 2018 stated that the device was explanted on 2/26/18. The patient was stable throughout the whole procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was asymptomatic.